Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a carrier tube (hoop). There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first two proximal rows of stent struts were flared, overlapping and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 80% stenosed target lesion being treated was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 15mm non-bsc balloon catheter. A 5.00mm x 20mm liberté stent delivery system was advanced but this device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.